Event description:
Boston scientific crm received information that during a changeout procedure, there was difficulty inserting a lead into the header of this implantable cardioverter defibrillator (ICD). Mineral oil was used and the issue was resolved. There were no adverse patient effects reported. Additionally, there was a noted difference in r-wave measurements between the pacing system analyzer (psa) and the ICD. Technical services (ts) discussed that the psa measures peak to peak while the device measures baseline to peak.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.